Event description:
Stapler unable to be used. Stapler was clamped on tissue that was identified as too thick for stapler. Upon reloading with larger load, stapler would not go into trocar. Additional stapler opened and used. No harm or injury to patient.